Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) batteries didn't last for the pm. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
It was reported that during preventive maintenance (pm), the cs300 intra-aortic balloon pump (iabp) had an issue with the main batteries' runtime, batteries didn't last for the pm. No patient involvement. A getinge field service engineer (fse) didn't repaired the device. As of now the investigation is closed, if any new information received in future related to part replacement will reopen the complaint and update it.